Event description:
A time discrepancy was reported by the customer, with the displayed time being more than five minutes different from the actual time. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, suggesting follow-up action if the time discrepancy recurred.